Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The ¿dent¿ in the case was identified to be normal and is due to the manufacturing process. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be in safety core upon device interrogation. As a result, device pacing and sensing configurations automatically changed to unipolar. It was reported the patient was symptomatic with vvi pacing. It was reported the patient was undergoing chemotherapy, but had not been exposed to radiation. A revision procedure was performed and the device was explanted and successfully replaced. Upon explant it was reported that there was a dent on one side of the device. No additional adverse patient effects were reported.